Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapy. Upon interrogation, the right ventricular lead exhibited low impedance and pocket stimulation was revealed. The shock therapy was appropriate but ineffective. Patient's ventricular tachycardia self terminated. Can on lead abrasion was suspected. Device was programmed off for pacing and defibrillation therapies. The lead was extracted and replaced on (B)(6) 2018. During the same procedure, patient's implantable cardioverter defibrillator and atrial lead were explanted and replaced due to atrial noise. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The distal portion of the lead was returned in one piece measuring 37.5 cm. An external insulation abrasion breaching the outer insulation was noted 35.4 cm to 36.4 cm from the distal electrode tip consistent with lead friction to another implanted device or feature of the patient anatomy.